Event description:
A medtronic representative reported that the o-arm 1000 machine made a loud noise, accompanied by the smell of heated components and the system could no longer emit x-rays. Use of the o-arm was discontinued. The surgery was completed with no negative impact on patient outcome due to the reported event.

Manufacturer narrative:
The faulty standalone board was returned to the manufacturer for analysis: capacitors, resistors and transformers blown on board. C13, r1, r20 the wires melted away, c2, r19, r21, tf1 all scorched. Relay measures 250 ohms between inputs 1 and 2 instead of open. Electrical failure of the board directly caused event.

Manufacturer narrative:
Patient information was requested, but unavailable.a medtronic representative went to the site and determined that the standalone board had blown. He replaced the board and a fuse in the system. This resolved the issue.